Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event was unconfirmed, therefore DHR review was not required. The reported event was unconfirmed, therefore labeling/packaging review was not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation, they performed a functional test. Arctic sun device does not reach it flow rates. Fluctuates a lot. Also the inlet pressure was fluctuating, possible pressure transducer problem (manifold assembly). Also the device did not fill correct ( only 1,5 l), problem with the level sensor. And also the circulation pump was running high. Device was not used often and the pump hours are around 1530. Possible pump problems. Need to investigate in the workshop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation, they performed a functional test. Arctic sun device does not reach it flow rates. Fluctuates a lot. Also the inlet pressure was fluctuating, possible pressure transducer problem (manifold assembly). Also the device did not fill correct ( only 1,5 l), problem with the level sensor. And also the circulation pump was running high. Device was not used often and the pump hours are around 1530. Possible pump problems. Need to investigate in the workshop.